Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a colon procedure, the device would not staple but did cut. The device functioned correctly the first time but with the second reload batch c4f56j and an implant of tissue, the device cut but did not staple. No staples released. The surgeon used another device to complete the case. There was no adverse pt consequence.